Manufacturer narrative:
Additional information the device history record (DHR) for the reported lot indicated no issues were found in visual and physical samples inspected. There were no samples submitted, however, a picture provided by the customer shows a piece of the safety needle hub lodged inside of a barrel. The reported condition of leaking could not be confirmed based on the available information. The reported condition of a hub issue is confirmed based on the picture. The exact root cause of the reported condition could not be determined without an actual sample to examine. A specific root cause could not be determined without an actual sample to examine and there were no related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. Based on available information, no corrective or preventative action (CAPA) is required at this time. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample, both physically and visually. Specifically, samples are examined for leaking and damage. The lot met all defined acceptance requirements and was released. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the magellan 25 gauge 5/8¿ needles are cracking or leaking when attached to syringes. Some pieces are cracked at the hub.